Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not communicated during the wear period. The investigation revealed that a preliminary ECG interpretation was provided to the physician reporting supraventricular tachycardia (svt). Following the wear period and while compiling the final report, the interpretation was amended to reflect atrial flutter (afl). The hcp was notified immediately, and irhythm learned that the hcp was already aware of the patient's arrhythmia and was treating it. At the time of svt transmission, the patient was already on their way to the emergency room (ER). Although the patient was observed overnight in the ER, they were not admitted, and no treatment was provided for the svt. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
A preliminary ECG interpretation was provided to the physician reporting supraventricular tachycardia (svt). Following the wear period and while compiling the final report, the interpretation was amended to reflect atrial flutter (afl). The hcp was notified immediately, and irhythm learned that the hcp was already aware of the patient's arrhythmia and was treating it. At the time of svt transmission, the patient was already on their way to the emergency room (ER). Although the patient was observed overnight in the ER, they were not admitted, and no treatment was provided for the svt. No adverse events, such as death or serious injury, are known to have occurred. The at device was returned to irhythm for evaluation. A clinical report was successfully generated. A review of the clinical report determined that the cause of the missed medical doctor notification (mdn) was due to the algorithm misclassifying the arrhythmia. The certified cardiographic technician (cct) subsequently agreed with the algorithm, misclassifying the first documentation of atrial flutter episode as supraventricular tachycardia. No treatment was provided for the svt. No adverse events, such as death or serious injury, are known to have occurred. The at clinical reference manual states in the ¿indications for use¿ section that ¿the reports are provided for review by the intended user to render a diagnosis based on clinical judgment and experience.¿ this event is being reported per 21cfr 803 as an product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.